Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported his insulin pump alarmed and then he received a motor error. Customer's blood glucose is 351 mg/dl. He tried treating with the device. There were no significant events leading to the alarm. Customer holds the device in a cell phone case with a magnetic clasp. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. He was advised the cause of the alarm was the force sensor did not detect the reservoir during seating. Nothing further reported.